Manufacturer narrative:
Initial.

Event description:
It was reported that while the user¿s granddaughter was troubleshooting a dexcom g7 cgm concern with an agent, a fingerstick blood glucose measured 241 mg/dl after a hamburger meal, and the user does not perform meal announcements; the ilet was delivering correction doses and no additional assistance was required. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family member and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to attribute a medical device problem or a specific device component to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established.